Manufacturer narrative:
Concomitant products : 37603 deep brain stimulator, implanted: (B)(6) 2015, 3708660 neuro extension, implanted: (B)(6) 2015, 3387s dbs lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was showing "extra pulses" in the remote transmission and it was questioned if the patient's deep brain stimulator (dbs) system may be causing the issue. It was noted during trouble-shooting that the pacing irregularity was seen intermittently, and the cardiac technical service specialist felt it was a new patient condition and unrelated to the dbs. Follow-up with the physician's office was attempted but no additional information could be obtained. The device remains in use. No patient complications have been reported as a result of this event.